Event description:
It was reported, that right ventricular and the right atrial lead exhibited high impedance. And failure to capture to a fracture in the leads. It was also noted, the right atrial lead was programmed off, prior to procedure, due to high impedance, failure to capture and not sensing appropriately. Both leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.